Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an hour of therapy the device began experiencing an air leak alert, as well as a low flow alert which caused the device to stop. As a result, therapy was interrupted in order to replace the pads with a new set of pads; however, the problem was unresolved. The nurse disconnected and reconnected all of the lines which increased the flow to 0.5lpm; however the flow then dropped to 0.0lpm. Therapy was again interrupted in order to place the patient on a different device, and therapy was resumed with no further issues.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that after an hour of therapy the device began experiencing an air leak alert, as well as a low flow alert which caused the device to stop. As a result, therapy was interrupted in order to replace the pads with a new set of pads; however, the problem was unresolved. The nurse disconnected and reconnected all of the lines which increased the flow to 0.5lpm; however the flow then dropped to 0.0lpm. Therapy was again interrupted in order to place the patient on a different device, and therapy was resumed with no further issues.